Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, the previously reported system error 2260 was determined to be a system error 2240 (air in line/set). The alarm occurred during dwell three of four of peritoneal dialysis while the patient was connected. At the time of the call, there was nothing found that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention reported. No additional information is available.